Manufacturer narrative:
Correction: b3 additional information: g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: sigadaptshort, sig power sigadaptshort lin short adapt (serial#(B)(6); sigphandle, sig power sigphandle handle. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open thoracotomy wedge resection procedure, when the surgeon was on the third firing, the reload was repositioned, but the adapter disconnected from the handle. When the surgeon reattached the adapter to the handle and detached the reload in order for the handle to recalibrate, the adapter did not function. The surgeon could not get the reload to straighten to remove the staples. A manual retraction tool was used but could not straighten the reload either. Then the whole adapter and reload became stuck. To resolve the issue, another adapter and reload were used. There was no patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload had a full staple complement. The reload adapter was broken off the main body of the reload and came stuck in the distal end of the associated adapter. The laminates were undamaged. The articulation rod was found to be broken. It was reported that the device was difficult to straighten, articulate and the jaws will not close completely. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if the loading unit is forcefully rotated while only partially inserted into the instrument shaft or if trying to remove loading unit without articulation lever being in neutral position. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not attempt to insert or remove the instrument from the trocar sleeve if the instrument is in the articulated position. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant product: sigphandle, sig power sigphandle handle (serial# c19aag0382) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an open thoracotomy wedge resection procedure, when the surgeon was on the third firing, the reload was repositioned, but the adapter disconnected from the handle. When the surgeon reattached the adapter to the handle and detached the reload in order for the handle to recalibrate, the adapter did not function. The surgeon could not get the reload to straighten to remove the staples. A manual retraction tool was used but could not straighten the reload either. Then the whole adapter and reload became stuck. The jaws were partially open and the reload articulated hard to the left. The surgeon had not clamped the reload onto tissue at this point. To resolve the issue, another adapter and reload were used. There was no patient injury.